Event description:
Perclose device failed. Silicone sheath part of device broke off into patients femoral vein. There was no deviation in the use of this product. It is used frequently in the cath lab. This was an unexpected failure of the device. Dr. (B)(6) was able to assist to retrieve the foreign body while the patient was still in our procedure room. An additional surgical procedure was not required. There was no lasting harm to the patient. Device and broken piece were collected and rep was notified. Items will be sent to abbott for investigation. FDA safety report ID # (B)(4).